Manufacturer narrative:
Complaint was confirmed. One unpackaged ar-6482 serial number: (B)(6) was received. Upon visual investigation, it was noted that the cable was frayed at the base where it connects to the remote. Functional testing could not be performed due to damage to the device. A most likely cause can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-6482 remote has frayed wiring. This was discovered during a procedure. The case was completed by using a new remote with no patient harm.